Event description:
Additional follow up was performed which revealed that a non-absorbable suture was used during implant surgery to secure the generator to the fascia.

Event description:
It was reported that generator and lead surgery is scheduled for (B)(6) 2013 because the reason for the high impedance is unclear per review of the x-rays. However, surgery has not occurred to date.

Event description:
No patient adverse events have been reported at this time.

Event description:
A company distributor in (B)(6) reported through a vns therapy system questionnaire reporting high lead impedance event. System diagnostics test was performed by the surgeon, and high lead impedance (<10,000 ohms) was shown. The physician compared x-ray images from the date of implant ((B)(6) 2012) and (B)(6) 2012 (first follow-up appointment), and noted that the generator has "changed location. There was reportedly not any patient manipulation or trauma that could have contributed to the event. Although surgery is likely for the high impedance, it has not occurred to date. No additional information has been received to date. Ap and lateral neck x-ray images and an ap check x-ray images dated (B)(6) 2012. Additionally, ap and lateral neck and chest x-rays images dated (B)(6) 2012. The generator was visible in the lateral portion of the lower chest. The generator appeared to have migrated inferiorly in comparison to the chest x-rays dated (B)(6) 2012. With the angle and quality of the chest x-ray, the connector pin appears to be adequately inserted inside the connector block, but it cannot be assessed whether it is fully inserted. The lead wires appear to be intact at the connector pin, and the feedthru wires appear intact. The lead is routed upwards to the left side of the neck. The electrodes are visualized in the neck and appear to be in alignment. Lead is present behind the generator and cannot be assessed for continuity in the (B)(6) 2012 images. There are no gross lead discontinuities or sharp angles present in either the (B)(6) 2012 images. Based on the x-rays images received, there are no gross lead fractures or sharp angles that can be visualized. However, the presence of an unpronounced lead discontinuity cannot be ruled out. The cause of the high impedance cannot be determined with the x-ray images provided. The generator appears to have migrated in relation to the images dated (B)(6) 2012. However, the reason cannot be determined from the x-rays.

Event description:
The patient had surgery on (B)(6) 2012 for high impedance. Prior to the procedure, system diagnostics were performed, and high impedance <10,000 was shown. After removing the pulse generator from the pocket, the surgeon checked the connection of lead pin. He found that the setscrew was not tightened. He performed a generator diagnostic test with the test resistor which resulted in okay results. After re-connecting the lead pin and tightening the setscrew, system diagnostics tests were performed several times and were within normal limits. A final system diagnostic test performed after closing the chest incision resulted in okay results. Manufacturer labeling recommends to verify that the connector pin is fully inserted into the lead receptacle (in the pulse generator by tightening the setscrew until the hex screwdriver begins to click). The pin should be visible in the area at the back end of the connector block.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted devices. Device failure is suspected, but did not cause or contribute to a death or serious injury. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Brand name, corrected data: with the additional information received, the high impedance was related to the lead pin not being fully inserted into the generator connector block so the suspect device is the generator. Type of device name, corrected data: with the additional information received, the initial report inadvertently reported the device incorrectly. Suspect medical device model #, serial #, lot #, expiration date, corrected data: with the additional information received, the initial report inadvertently reported the device product information incorrectly. Device manufacturer date, corrected data: with the additional information received, the initial report inadvertently reported the device product information incorrectly.

Event description:
An additional set of x-rays was provided for this patient's high impedance years after the initial report. The x-ray images were reviewed by the manufacturer and showed a gross lead discontinuity was present between the positive and negative electrodes of the implanted lead. No known surgical intervention has occurred to date.

Event description:
It was later reported that after the surgery on (B)(6) 2012, high lead impedance (>10,000 ohms) was observed again on (B)(6) 2013 at a follow-up appointment. The surgeon reported that x-rays taken 04/04/2013 did not show the contributory cause of the high impedance. There was reportedly no patient manipulation or trauma that could have contributed to the high impedance. Diagnostics on (B)(6) 2013 were within normal limits. Ap and lateral neck and ap chest x-rays dated (B)(6) 2013 were reviewed by the manufacturer. The filter feed-thru wires appear intact and the lead pin could be seen past the second connector block, indicating that it is fully inserted into the generator. It could not be assessed if the lead wires at the connector pin were intact due to the image quality. The electrodes were observed in the neck and appear to be in proper alignment; however, the conductor portion of the positive and negative electrodes appear to possibly be opposite to one another. No gross discontinuities were identified in the areas of the lead that could be assessed. A sharp angle was noted on lead by the left clavicle bone; however it could not be confirmed if this was truly a sharp bend or only appeared as such due to the angle of the image. Based on the x-ray images provided, the cause of the high impedance is unknown. The presence of additional micro-fractures in the lead and issues with the lead in the areas that could not be assessed cannot be ruled out. After the x-ray review was provided to the surgeon, the surgeon suspects that there is a lead fracture (which is not clear on the x-ray due to the poor quality) which has been causing high lead impedance prior to the surgery on (B)(6) 2012. The patient's device is still turned on, but they plan to turn it off at the patient's next appointment. Although revision surgery is likely, it has not occurred to date.

Manufacturer narrative:
Corrected data: with the additional information received, the high impedance appears to be related to the lead device. Corrected data: with the additional information received, the device appears to be the lead with the known information. Manufacturer reviewed x-rays of implanted devices. Review of manufacturing records performed. Review of the generator and lead manufacturing records confirmed all quality tests were passed prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Further follow-up revealed that the physician feels like the lead may have been damaged during the patient's yosakoi dancing. The patient's family wants to wait on vns replacement and see whether the patient's seizures increase over the next few months. The patient will be seen in approximately (B)(6) 2013 and the family will likely have a decision at that time. Surgery is still likely; however, will likely occur at a later date.